Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/ investigation. The investigation confirmed that there are distinct signs of thermal damage at the distal end of the suction/irrigation tube. The coating is melted and damaged. In addition, the sheath is heavily deformed and shows severe signs of wear and tear. The suspect medical device was most likely used with the hf generator¿s spray coagulation mode. The spray coagulation mode is not intended for and must not be used for endoscopic procedures. This mode should only be used for open surgery. In the product-specific instructions for use, the use of spray coagulation is explicitly excluded. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the suction/irrigation tube without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic laparoscopic procedure, the insulation at the distal end of the suction/irrigation tube melted while it was used as a monopolar button electrode in spray coagulation mode. It is unknown when exactly this damage occurred and whether a fragment of the insulation fell inside the patient's body cavity. No further information was provided but there was no report about an adverse event or patient injury.